Event description:
Customer reported that on (B)(6) 2014 at 7:30 pm his adc blood glucose meter would turn on when the button was pressed, but not with test strip insertion. Customer further reported his "mouth was dry, (his) body felt weird ("muscles were moving") and (he) was sweating", but could not test due to the port issue. Customer self-presented to a local healthcare facility. At the hospital a reading of 535 mg/dl was received on an unspecified instrument, customer was diagnosed with hyperglycemia and treated with insulin via intravenous infusion. Customer was discharged later that night. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (62708) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.